Event description:
The customer reported erroneous low patient results were generated for na (sodium) on their unicel dxc 800 pro synchron analyzer. There was no indication of patient treatment impacted. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the mc (modular chemistry) sample probe to resolve the issue. Patient demographic information was not provided. Beckman coulter internal identifier is case-(B)(6).

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse observed the sample probe was clogged. The fse replaced the mc (modular chemistry) sample probe to resolve the issue. Beckman coulter internal identifier is (B)(4).